Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that the "tpn tubing was leaking from the filter". They also stated that they had no other tpn bag available so they took the patient to the hospital to have another bag spiked. Mmdg did follow up with the initial reporter, who stated that no adverse effect to the patient had been reported. No other information was made available. (B)(4).